Event description:
Reporter indicated that a pt underwent vns therapy system replacement surgery. The generator reportedly replaced due to endo of svc; however, the reason for lead replacement is not known. It was reported that device diagnostic testing (type of test not specified) prior to replacement surgery, yielded high impedance (specific results not provided). The fact that the lead was replaced in conjunction with the high impedance test result indicates a potential lead discontinuity.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.